Manufacturer narrative:
An event of advancement difficulty through patient anatomy was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a gooseneck snare was used. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code 4012 - physical resistance/sticking.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient¿s aortic valve angle was 54 degrees. During the procedure, the delivery system advanced to the aortic arch but encountered resistance in the ascending aorta, preventing further progression. The ds was noted to have stuck with the vessel due to the calcification. Subsequently, a goose neck snare was used to grasp the distal tip several times but the direction of the tip remained unchanged. Mitral regurgitation was observed, prompting consideration of early valve implantation while the patient remained hemodynamically stable. There was no clinically significant delay reported. A 26mm, non-abbott valve was implanted. The physician believes that the event had occurred due to the patient¿s anatomical presence of irregular calcification. The patient is stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient¿s aortic valve angle was 54 degrees. During the procedure, the delivery system advanced to the aortic arch but encountered resistance in the ascending aorta, preventing further progression. The ds was noted to have stuck with the vessel due to the calcification. Subsequently, a goose neck snare was used to grasp the distal tip several times but the direction of the tip remained unchanged. Mitral regurgitation was observed, prompting consideration of early valve implantation while the patient remained hemodynamically stable. There was no clinically significant delay reported. A 26mm, non-abbott valve was implanted. The physician believes that the event had occurred due to the patient¿s anatomical presence of irregular calcification. The patient is stable.